Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer had failed repeatedly, stuck, and would not open. A field service engineer (fse) ran diagnostics and identified that half height drawer 2 1 was sticking due to a drawer tray issue. The tray was adjusted and the drawer was tested. All tests passed, confirming proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, half height drawer had failed repeatedly, stuck, and would not open, causing delays in or procedures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.